Event description:
I had an umbilical hernia repaired (B)(6) 2011 and c-qur v-patch (medium) was used in the repair. About (B)(6) months later, I began having pains that were similar to be pulled muscle. The pain gradually increased until (B)(6), when my belly button became very swollen and the pain felt like the hernia had returned. I went to the emergency room, but no hernia was found. My surgeon suggested CT scan, which showed a small hematoma, which we believed must have been related to the pulled muscle pain I had been feeling. He suggested no exercise for 6 weeks, but the stabbing pain and hard pressure kept getting worse, spreading into the upper abdomen and around the back, sometimes with a throbbing inflamed area around the navel and projecting up to just under the sternum. He ordered an MRI, but again saw no hernia, only the same hematoma, which appeared to have gotten slightly smaller. Still, the pain grew worse until I was pretty much bedridden. Endoscopy ruled out any digestive issues. During laparoscopic exploratory surgery, it was discovered that the mesh had not integrated into the muscle tissue and had become abscessed. Testing of the fluid from the abscess initially showed it to be sterile, but a culture later revealed a small amount of (B)(6). The mesh itself pulled away easily and the surgeon believed it was quite evident that it had been rejected. It is now (B)(6) days post-op and I have pretty much been able to return to normal activities; have no pain or discomfort, other than what is to be expected with incision.